Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from may 12, 2020 - may 14, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag a broken clamp. It was further reported that shards of plastic were breaking off when closing the clamp. This was identified during preparation of the bag, during the process of clamping the tubing after the bag was mixed. There was no patient involvement. No additional information is available.